Event description:
During a follow-up in clinic, the device was noted to be in backup mode due to a magnetic resonance imaging (MRI) scan which resulted in a loss of high voltage therapy. Furthermore, it was suspected that the device was not programmed to MRI settings prior to the diagnostic procedure. Technical support was contacted and the device was reprogrammed successfully. The patient was stable.